Manufacturer narrative:
Device not returned for evaluation as it was discarded by the customer. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that hydroset ref 397010 dried in two minutes in the injection syringe. Customer could not use it. There was about 15 minutes delay during the operation because customer had to prepare new hydroset. This new product worked fine and operation was completed successfully.